Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing pulled out during the night. The patient's blood glucose level was 170 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.